Event description:
A software error on the insulin pump was reported by the customer, identified by the malfunction code malf 15. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and initially the error did not recur, allowing the customer to continue using the pump. However, when the malfunction code appeared again, technical support arranged for a replacement pump. The customer was instructed to use multiple daily injections as a backup therapy, put the pump into storage mode, and return it within ten days using a pre-paid label.